Event description:
The caller from the facility reported that only station three was programmed to deliver, yet when the start button was pushed, the rotor on station one began to turn. No pt involvement reported. The unit will be returned for eval.